Event description:
Reporter alleged discrepant blood glucose results of 193 mg/dl back to back with a result of 101 mg/dl when testing was performed <5 minutes apart on the advantage system. The location of the testing was not provided. As a result of the comparison, no actions were taken or treatment was received as a result. A request was made for the return of the suspect device and replacement product was sent. Advantage system: meter and comfort curve test strip lot number 549060 with an expiration date of 05-31-07.

Manufacturer narrative:
The suspect product is the comfort curve test strips.